Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a hole in tubing of a minicap transfer set leading to peritonitis. In an effort to stop the leak, the patient covered the hole with a napkin. The following morning, the patient was hospitalized and treated with unspecified intravenous medication for four days. Three days after hospitalization, the patient was discharged with no symptoms of peritonitis. After discharge, peritonitis was confirmed and the patient was treated for one week with unspecified oral antibiotics, followed by two vials of an unspecified intraperitoneal drug for the event. At the time of this report, the patient had recovered and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.